Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18083133 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, "the tip" of a 100 cm extension catheter came out from patient's vascular separated. The separation occurred when retracting the extension after using injector, the catheter extension part was caught in the hub and separated. Another unknown extension was used to complete the procedure. There was no reported patient injury. The extension catheter was used in a percutaneous transluminal coronary angioplasty (ptca) case. The intended target lesion was the left coronary artery. The device was stored, handled, and prepped per the instructions per use (IFU). The device did not kink around separation. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h7, and h10 this complaint is being used to report the recall. Cordis is initiating a voluntary recall, based on reported / confirmed complaints for the cordis angiographic catheter extensions for a potential separation at the male connector.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d8, d9, g3, g6, h1, h2, h3 and h10. Complaint conclusion: as reported, "the tip" of a 100 cm extension catheter came out from patient's vascular separated. The separation occurred when retracting the extension after using injector, the catheter extension part was caught in the hub and separated. Another unknown extension was used to complete the procedure. There was no reported patient injury. The extension catheter was used in a percutaneous transluminal coronary angioplasty (ptca) case. The intended target lesion was the left coronary artery. The device was stored, handled, and prepped per the instructions per use (IFU). The device did not kink around the separation. The product was not returned for analysis. A product history record (phr) review of lot 18083133 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿catheter extension- separated - during use¿ could not be confirmed. The exact cause of the event cannot be conclusively determined however, rapidly removing or jerking the tubing from the catheter hub may be a contributing factor. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to prevent damage, withdraw the catheter extension gently. Rapid removal or jerking may damage the extension.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, "the tip" of a 100 cm extension catheter came out from patient's vascular separated. The separation occurred when retracting the extension after using injector, the catheter extension part was caught in the hub and separated. Another unknown extension was used to complete the procedure. There was no reported patient injury. The extension catheter was used in a percutaneous transluminal coronary angioplasty (ptca) case. The intended target lesion was the left coronary artery. The device was stored, handled, and prepped per the instructions per use (IFU). The device did not kink around separation. The device was discarded and will not be returned for evaluation.